Event description:
During svc, failure code 910:11 was found in the event history. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed. Typically, this failure is related to the air in line printed circuit board.